Event description:
Discordant sodium (na), potassium (k) and chloride (cl) results were obtained on two patient samples on a dimension exl 200 instrument. The initial results were reported to the physician(s) for one patient. The samples were repeated on the same instrument for both patients and on an alternate system for one patient. The repeated and corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na, k and cl results.

Manufacturer narrative:
The siemens technical solutions center (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the customer was processing patient samples using reagent probe cleaner on the system instead of sample diluent. The tsc instructed the customer to replace the reagent probe cleaner with sample diluent and to prime the system. The tsc also instructed the customer to replace the integrated multisensor technology sensor. The cause of the discordant sodium, potassium and chloride results was due to user error. The customer successfully ran qc and repeated the samples. The instrument is performing within specifications. Further evaluation of the device is not required.